Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "different sound tones noted" (no code available); "clogged handpiece" (device clogged). The nurse reported different sounds/tones during surgery since their upgrade. Additional info received from the surgeon stated she was performing surgery on a dense cataract. The handpiece became clogged. The handpiece was switched out and the case was completed as planned. The surgeon stated she does not re-use phaco tips. The surgeon did not know what happened to the handpiece. The case was delayed 30 minutes. The surgeon stated there was no pt injury.

Manufacturer narrative:
A copy of the phaco handpiece directions for use (dfu) was provided to the customer. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).